Manufacturer narrative:
Supplemental: when this device is analyzed, a supplemental report will be provided. Initial: at this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from nine and a half years remaining to three and a half years remaining within near one and a half year. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and was listed. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 9.5 years to 3.5 years over the course of 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Supplemental: when this device is analyzed, a supplemental report will be provided. Initial: at this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from nine and a half years remaining to three and a half years remaining within near one and a half year. The power consumption was higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and was listed. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.